Manufacturer narrative:
One medfusion pump was received in good physical condition with no external damage. The event history log was unable to be accessed due to a failsafe resource error found at power up. The power up process was conducted and the reported issue was able to be duplicated. The main board does not operate as intended. The cause of the issue was unable to be determined since no damage was found on the main board. The main board was replaced to resolve the issue.

Event description:
Information was received indicating that a smiths medical medfusion pump had a failsafe resource error. There was no patient involvement.